Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after treatment of a burn on the patients leg, with two acticoat 10x10cm ctn 12, part of the dressing had stuck to the wound. Practice nurse told that the dressing was biodegradable and not to worry, nut patient's leg got infected. Infection was treated with penicillin and patient was referred to burn and plastics.

Manufacturer narrative:
H3, h6: it was reported that, after treatment of a burn on the patients leg, with two acticoat 10x10cm ctn 12, part of the dressing had stuck to the wound. Practice nurse told that the dressing was biodegradable and not to worry, nut patient's leg got infected. Infection was treated with penicillin and patient was referred to burn and plastics. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed no similar instances in the last three years. A risk management review concluded that without further information the alleged failure mode cannot be directly linked to a specific product or risk file, although the risk file does identify the reported harms of infection and dressing adherence to the wound bed for failure modes associated with both use (dressing left in place longer than the recommended) and material integrity issues. The anticipated risk level remains adequate and no updates to the risk file are required at this time. A clinical review concluded that the patient¿s leg infection is related to procedural error, in that the acticoat dressing was left in place for a month. T part number is unknown to confirm the specific IFU but typically the acticoat is instructed to be removed after 3-7 days depending on the product. It cannot be concluded there was a malperformance of the acticoat. It should be noted the patient¿s comorbidities cannot be ruled out as contributing factors to his reported pain and mobilization difficulty. Probable root cause is therefore that the device has not been used in accordance with the IFU and the dressing should have been changed at the frequency stated in the IFU. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the frequency of dressing changes. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.